Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported to vyaire that the vela ventilator experienced a transducer fault and vent inop when first powered on. The customer stated that the turbine differential transducer test fails. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting.